Manufacturer narrative:
Continuation of d10: product ID 97755-svc, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-svc, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller was shutting down and they have to take the battery out and put it back in to get it to boot up. They said this started happening yesterday. They said that this morning was the second time it happened. They said it says to charge the controller battery, even though the controller battery was at 30 percent. Patient mentioned having recharger replaced about a year ago. During the call pt checked controller port and said it looks intact. Rtm looks intact, except for some wear and tear but says the rtm does get hot. The issue was not resolved. A request was sent to repair dept to replace the rtm.